Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The srt found a faulty advanced technology extended (atx) power distribution printed circuit board assembly (pcba) due to a 5 volt (v) output line shorted to ground. Reseating the connection at the personal computer memory card international association (pcmcia) module corrected the ground short issue. The srt replaced the atx pcba. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) would not power on. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.